Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a bipap device failed during a performance check and made a loud noise. There was no report of patient harm or injury. The device was returned to the manufacturer and sent to a manufacturer authorized service center for further evaluation. During the evaluation in the service center, visible foam particles were observed in the device, and the device operating software was upgraded. The unit passed the final test, and the service center concluded that the complaint was confirmed.

Manufacturer narrative:
H3 other text : device serviced by third party service center.